Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their spinal cord stimulator battery was getting very hot since almost 2 years ago. Patient noted they were told by their healthcare provider that they were approved to have the scs explanted, but their pain management healthcare provider sent them to another healthcare provider who told them they couldn't remove the implanted system and would need to see a neurologist. Patient service specialist reviewed role of representative and provided the patient with the nas number for their hcp's office. Agent re-direct pt to their neurologist for next best steps.

Event description:
Additional information was received from the patient. When asked about the circumstances that led to the device getting very hot they stated that they could be sitting, standing, walking, or sleeping. It just stayed hot, ever since it was turned on. When asked what steps were taken to resolve the issue they stated that their hcp referred them to a different hcp that they saw on (B)(6) 2024 . The new hcp stated that they would call them when they decided what to do. This issue had not yet been resolved. They had met with a manufacturing representative (rep) around october to november of 2023 and their hcp was supposed to be at the meeting in their office but did not show up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). It was reported that they were not aware of any changes in routine/anything on their part that would have led to the issue. Pt reported the device had been hurting them for about 2 months; they thought it was just healing until it got unbearable. Pt reported their spouse checked their skin temperature by touch and stated "it was hot to the touch." Pt reported there was no signs of infection or abnormalities at the site. Pt reported they have turned off the device, but it is still sore all the time. Pt noted the issue has not been resolved; their healthcare provider has referred them to another physician.